Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a potential driveline issue could not be confirmed through this investigation as no log files were submitted for review. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The patient remains ongoing on ventricular assist device (vad) support and no further related issues have been reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 28jul2015. The most recent revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is rev. C. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event: the (B)(6) 2019 date is used as a placeholder because the event date is unknown.

Event description:
The patient had a short-to-shield that resulted in being placed on ungrounded cable at an unknown date.